Event description:
It was reported via a trial that one day post successful stent implantation in the left internal carotid artery the pt experienced isolated left facial droop. Post procedure review of cerebral circulation showed a 5mm arteriovenous malformation (avm). CT scan and MRI showed left parietal hematoma and subarachnoid hemorrhage in the left temporal/parietal area. It was believed that the bleeding was due to reperfusion syndrome at the site of the avm. Plavix and aspirin were held and labetalol drip was administered to reduce blood pressure. The pt was discharged to a rehabilitation facility on (B)(6) 2010 and the event was considered resolved. At the time of discharge aspirin was resumed and plavix continued to be held. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. Intracranial hemorrhage and neurological deficit/dysfunction are listed in the product instruction for use (IFU) as known adverse events associated with carotid stenting procedures. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.